Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the afternoon after an early morning implant, it was discovered that the right ventricular (rv) lead had dislodged. After trying for a significant time to revise and place the same lead, it was found to be too short to reach the mid to upper septum. A longer lead was successfully implanted in a spot with values in the normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.